Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an empty cartridge alarm occurred after the cartridge was filled with over 480 units. Additionally, when the customer's nurse filled a new cartridge with 300 units, it was reported that the fill estimate was inaccurate. The user's blood glucose level was 231 mg/dl.